Event description:
Reporter indicated the pt is planning to have surgery to replace her vns generator because the pt is experiencing an increase in seizures. It is not known if the seizure rate is higher or lower than the pt's seizure rate before being implanted with the vns system. Device diagnostics showed proper device function. A battery life calculation revealed that the generator is .31 years until eri=yes. No serious injury reported in conjunction with this event.